Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid scope experienced a broken lens issue during a service/maintenance procedure (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken lens was due to a bent on the outer tube. Olympus will continue to monitor field performance for this device.